Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that when they checked their heart rate they noticed three skipped beats. The patient reported also feeling unwell for some time. It is unknown if there was any asystole at this time. The local field representative has been contacted for additional information.